Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician and two nurses from (B)(6) peritonitis with eosinophils in a (B)(6) male patient coincident with physioneal 35 unknown bag and extraneal viaflex imported from the USA therapies. This is one of two reports by same reporter. On an unreported date, the patient was treated for 10 days with physioneal 35 unknown bag, (dose, frequency and lot number not reported) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient began treatment with physioneal 35 1.36% unknown bag via automated peritoneal dialysis (apd), (dose and frequency not reported) intraperitoneally (ip). During the night from (B)(6) 2011, the patient experienced cloudy effluent with physioneal 35 1.36%. On (B)(6) 2011, the patient went to the hospital and was prescribed one double bag of physioneal for use on (B)(6) 2011 at 11:00. That same day at 16:00, at the time the physioneal was drained, it was noted the effluent remained cloudy (first part of the drained effluent was clear and second part was cloudy). The patient was not hospitalized. No antibiotic treatment was given. On (B)(6) 2011, the patient experienced peritonitis with eosinophils. During the night of (B)(6) 2011, physioneal was stopped and replaced by one bag of extraneal viaflex, imported from the united states. The morning of (B)(6) 2011, the effluent continued to be cloudy. At the time of this report, the peritonitis was not resolved. Action taken with extraneal was not reported, however it was planned to be re-introduced at a later time. The reporter considered physioneal as a suspect product only. The physician reported that the event of peritonitis with eosinophils was possibly related to physioneal 35 unknown bag therapy. The physician did not provide a causality assessment for the event of peritonitis and the relationship to extraneal viaflex therapy. Follow-up information ((B)(6) 2011): follow-up information was received by a physician. Event details, event outcome, laboratory results and action taken with extraneal were added or revised. On (B)(6) 2011, the patient had re-started extraneal (action taken previously not reported), one bag every evening for a long dwell during the night. On (B)(6) 2011, the patient went to the hospital and was drained. At this time, extraneal was ongoing only at night, with a dwell time of 12 hours. On (B)(6) 2011, the patient presented back to the hospital with less cloudy pd effluent and was considered to be recovering from peritonitis with eosinophils. At the time of this report, physioneal remained discontinued.